Event description:
The manufacturer received information from a customer that preventative maintenance was needed on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by philips service technician. The device evaluation found that the ac power was not recognized on this device. The philips service technician determined the power supply was causing the ac power not to be recognized on this device. The philips service technician replaced the device's power supply to address this issue. Additional findings not related to the malfunction/issue the philips service technician recognized dirt contamination on the blower assembly, flow sensor, and muffler assembly. The philips service technician replaced the blower assembly, flow sensor, and muffler assembly to address this issue. The philips service technician recognized there was damage to the cable by the universal serial bus (usb) extend cable for this device. The philips service technician confirmed there was no thermal damage or exposed wire for this issue. The philips service technician replaced the device's usb extend cable to address this issue. The philips service technician proactively replaced the air inlet foam filter and particle filter for this device. After all the parts were replaced on the device, the philips service technician performed the final and run-in tests, along with the battery and valve checks for this device. The philips service technician determined the device was operating properly and it was cleaned.